Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving ketamine and dilaudid via an implanted pump. The indication for pump use was spinal pain. On 11-oct-2019 the hcp reported that the patient had nausea, a headache, and saw the code 8476 (motor stall) on their ptm (personal therapy manager) before heading to their ER (emergency room). The hcp stated that they were not familiar with the pump and were wondering what the code meant. After reviewing the code meaning, the reporter stated that the ER hcp would like to have the pump checked and programmed to minimum rate so that they could medically manage the patient. It was unknown if the patient had recently had an MRI. Additional information was received on 12-oct-2019 from a company representative who reported that the hcp that she was with wanted the pump to be turned to minimum rate in case it recovered and then they would be orally medicating the patient. The patient was going to be redirected to her pump managing h cp. Mris and emi (electromagnetic interference) had been ruled out as environmental causes. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the actions and interventions taken to resolve the motor stall was a replacement was planned but the date had not yet been determined. No further complications were reported or anticipated regarding the event.